Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a flashing screen, unresponsive buttons and beeping anomaly. The customer was assisted with frozen display troubleshooting. The customer's blood glucose level was unknown at the time of the call. The customer stated that there no response from the buttons and that the time on the clock did not advance. The customer stated that the screen was completely blank and that there was no alarm prior to the unresponsive buttons. The customer was advised to disconnect and remove the battery, and the customer stated that they did not receive an insert battery alarm. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump received with a constant blank/flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unable to verify no button response and frozen screen alarm due to constant blank/flashing white light on the display. Pump received with minor scratched lcd window, scratched case and pillowing keypad overlay.